Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The stylus tip was bent and loose (still working). The cord bay latches were broken, the paper orientation in the drawer was not correct, the paper tray was nearly empty, the touch screen was broken, the power cable was worn, the left and right keyboard hinges were broken, the key board front latch was broken, the lower left bullet was broken, the logo button was broken. The stylus was replaced and calibrated according to procedure. Paper was added and positioned correctly, the cord bay was replaced, the touch screen was replaced, the power cable was replaced, the left and right keyboard hinge were replaced, the keyboard was replaced, the lower left bullet was replaced, the logo button was replaced. Software was re-installed and updated to the newest version. During functional testing, the display turned black. The micro processor unit (mpu) board was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was broken, printing reports was not possible and that the closure on the back of the programmer was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.